Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer and cubie pocket failed. Customer tried to reboot and recover the storage space, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5.2 was not detected on the bus. The field service engineer (fse) inspected the drawer and observed communication lights present on the back of the controller boards. The fse replaced the retractor band and confirmed that the drawer was detected again. The field service engineer (fse) then performed a successful hardware test using the hardware test application (hta) and verified proper functionality. The system functioned as intended after field service engineer repaired the device.